Event description:
The form has been completed for notification purposes, keeler have not received any notification of adverse incidents. A query was raised from (B)(6) regarding conflicting info supplied by keeler ltd. Keeler ltd has recently updated the cryo probe user instruction regarding the sterilization methods to be used. A technical bulletin had been supplied to all users describing the changes. On receipt of new probes it was noted the info was conflicting. The wrong issue of user instruction has been attached to the probes; as a consequence a method of sterilization no longer approved by keeler may have been used.

Manufacturer narrative:
This report is for notification purposes only, no adverse incidents have been reported. A copy of the correct issue IFU and a technical bulletin shall be forwarded to all user of keeler cyro probes produced after the (B)(6) 2010 to present date. This shall be completed within 30 days. All uncontrolled copies of ifus have been removed from production and a CAPA # (B)(4) has been raised to investigate the root cause.